Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted. Device was monitored for a day and no missing segments or display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a grey/white display. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per health care professional's instructions. The insulin pump will not be retuned for analysis.